Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified left superficial femoral artery. Following the insertion of a non-bsc introducer sheath and a non-bsc guidewire, a 5.0 x 40, 135cm wanda balloon catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 10 atmospheres for 20 seconds. The device was removed intact and the procedure was completed with 5mm x40mm mustang balloon catheter. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).